Event description:
A pt reported that their ultra meter would not turn on and they were hospitalized. Medical affairs specialist was unable to contact the pt to obtain more info. Per documentation by the customer service rep, the pt could not test on the meter when they were having symptoms. They were feeling lightheaded. They called their dr and was admitted to the hosp right away due high blood glucose. Unk what the hosp reading was, but they were given insulin there. They were admitted for 5 days and released. The power issue turned out to be a usability issue. They were trying to turn on the meter by pressing the "c" button (meter does not turn on by pressing the 'c' button--turns on by either inserting the teststrip in the meter or by pressing the "m" button). There is no evidence of meter malfunction. This case is reported because the pt had an adverse event contributed by user error. A letter is sent to the pt to try and contact them for more info.